Manufacturer narrative:
(B)(4).

Event description:
Boston scientific received information via the patient's remote home monitoring system that this right ventricular (rv) lead and implantable cardioverter defibrillator (ICD) displayed high out-of-range (oor) shock lead impedance (sli) measurements. The system remains in service. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was obtained indicating via the patient¿s remote home monitoring system that this rv lead and ICD displayed another high oor sli measurements. The field representative stated that the sli measurement was 126 ohms which was a normal occurrence with a single coil lead. The alert was 125 ohms which was already changed. This system remains in service. No adverse patient effects were reported.

Event description:
Additional information was received that the patient presented to the physician's office after hearing tones from the device. It was noted that the tones were a result of the continued high out of range shock impedance measurements. Boston scientific technical services (ts) was consulted and discussed the single coil nature of the lead and suggested options for further troubleshooting and testing. Ultimately the beeping tones for out of range measurements was programmed off in the device and the patient will continue to be monitored via the remote home monitoring system. No adverse patient effects were reported.